Event description:
It was reported that the tip of the soft tissue retractor broke off during use in a demonstration. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The visual inspection of the returned soft tissue retractor shows that the tip is broken off. We reviewed our manufacturing documents and could not find any non-conformances. The instrument fully met our specifications at the time it was distributed.